Event description:
During a routine check/in-service training of the iabp, the company representative observed that if the iabp remained off for more than three minutes, it would not automatically restore the default settings. All the settings are retained in the system's internal memory. In auto-mode intermittently not possible to set the deflation timing. No pt was involved.

Manufacturer narrative:
The company representative replaced the executive processor board (part number 0670-00-0770). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The replaced part was sent to (B)(4) facility for evaluation. The returned part evaluation confirmed the failure. The failure investigation report (fir) was initiated and root cause was identified as thermal damage due to soldering process and two potential software issues. Subsequently, two capas were initiated for implementation of the changes in the process as suggested by fir. (B)(4).